Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. Device evaluation by manufacturer: no conclusion is yet available; investigation is currently in-process

Event description:
On (B)(6) 2017 a customer reported that results for thyroid stimulating hormone (tsh) of 0.2 uui/ml and free thyroxine (ft4) of 0.2 ng/dl on a patient sample with the aia-900 instrument were reported out of the lab and questioned by the physician. The customer reported that the patient sample in question had already been discarded and could no longer be repeated. The patient was scheduled to go into the lab on (B)(6) 2017 to be redrawn. The customer reported that during proficiency testing performance with (B)(6) survey samples, the ft4 passed, but was below the mean. The customer stated that they may repeat the ft4 correlation study and use only labcorp for comparison. The tosoh technical support specialist suggested to the customer running ep evaluator method evaluation; however, the physician refused to do so. No adverse effect to patient management was reported due to this event.

Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event. Device evaluation by manufacturer: the customer reported that the physician was not seeing any more low ft4 results recently and decided not to do any additional testing at this time. A 13-month complaint history review and service history review for similar complaints was performed for serial number (B)(4) from 14-nov-2016 through aware date 14-dec-2017. There were no other similar complaints identified during the searched period. The free thyroxine st aia-pack ft4 assay specifications state the following: limitations of the procedure: for diagnostic purposes, the results obtained from this assay should be used in conjunction with other data (e.g., symptoms, results of other tests, clinical impressions, therapy, etc.). Expected values: each laboratory should determine a reference interval which corresponds to the characteristics of the population being tested. As with all diagnostic procedures, clinical results must be interpreted with regard to concomitant medications administered to the patient. The most probable cause of the reported event could not be determined.